Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. It is recommended that the tubes be stored between 4-25°c (39-77°f). Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube the tube cracked and there was glass breakage. The following information was provided by the initial reporter. The customer stated: "blood was draw with item 367856, lot number 2200099, and it ended up busting when they put it in the freezer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube the tube cracked and there was glass breakage. The following information was provided by the initial reporter. The customer stated: "blood was draw with item 367856, lot number 2200099, and it ended up busting when they put it in the freezer."